Manufacturer narrative:
The insulin pump had a button error alarm and no button response due to corroded keypad traces. The insulin pump was received with scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked on battery tube threads.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 117 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.